Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) cleaned and lubricated the pierce needle assembly to resolve the grinding noise and reattached disconnected tubing to the wash block to resolve the leak. Upon the completion of the necessary and verified repairs the instrument was returned back into service. (B)(4).

Event description:
The customer reported that a puddle of fluid of less than 200 ml was leaked under the coulter act 5diff al hematology analyzer. The fluid appeared to be diluent mixed with blood. Paper towels were used by the healthcare worker to clean up the fluid. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a lab coat, and gloves. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility. The customer also reported hearing a grinding noise coming from the instrument.